Event description:
It was reported that a sensor that stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sensor failure due to low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of sensor that stopped working is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).